Manufacturer narrative:
(B)(4). It has been reported that the device will be returned for evaluation. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Leakage was noted when the product was set at the beginning of the surgery. The location of hole is unknown. The used generator¿s type is unknown. User training is scheduled to be done. There was no surgical delay and no adverse consequence to the patient. No further information was provided by the hospital. The product will be returned.

Manufacturer narrative:
Updated UDI : (B)(4). The device was returned for evaluation. There was a hole in the connection area/silicone-pumping segment. The hole was found in the silicone tubing and is aligned with end of the top connector. The damage is consistent with the abrasion that can occur when loading the tube set at either the upper or bottom slots of the irrigation unit. A review of the device history record found no discrepancies when the device was released to stock. Based on the results of the investigation, it is likely the issue was related to handling of the device. During loading of the tube sets, it is important to be aware that abrading the silicone tubing at the tube/connector transition point is possible if the tube set is loaded into the irrigation unit improperly. When loading the tubing set into the irrigation unit, the tubing should be slightly stretched so that the tube/connector transition area does not touch the slot edges. Allow then the tubing to relax into position inside the slot hole, which accepts the connector. This will minimize any abrasion of the silicone tubing during loading. Trends will be monitored for this and similar complaints. At present, we consider this complaint to be closed.